Manufacturer narrative:
Clinical assessment was completed based on the received medical imaging. Medical records were requested and denied. Requests were made for medical imaging; however, only post-secondary computerized tomography (CT) studies were received. The reported intra-operative type 1a endoleak, persistent type 1a endoleak post one month of implant, persistent type 1a endoleak post 12 month of implant, and thrombosed aneurysm sac were unconfirmed due to lack of relevant medical records and/or images surrounding the event. The secondary endovascular procedure with non endologix extension and a snorkel stent in left renal artery was confirmed. Device, user, procedure or anatomy relatedness of this event could not be determined. The final patient status was not reported. The device remains implanted; therefore, no device evaluation was completed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: g1,2: contact office/name - updated. H6: result code ¿ remove 3233. H6: conclusion code ¿ remove 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. At the final angiogram of the initial implant procedure, a type ia endoleak was detected. The physician chose to monitor the patient to see if the leak would resolve spontaneously. Approximately one (1) year post initial procedure, the type ia endoleak persisted and the aneurysm sac thrombosed per CT (computed tomography) scan. The physician elected to treat the patient by implanting a proximal extension device and a single chimney in the left renal on (B)(6) 2019. There have been no additional patient sequelae reported.